Event description:
Catheter broke during removal after cut at the traction removal and pulled. Then forceps were used to pick the catheter and done detached. Detached portion was removed endoscopically. Depth of stoma was about 2.5 cm. Break from around the shaft was noted. Medication: ticlopidine hydrochloride, furosemide, sodium fermous citrate, famotidine. Indwelling period was 126 days.